Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there was leakage found between the plunger and barrel on a 20 ml bd¿ syringe with needle during use. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported there was leakage found between the plunger and barrel on a 20 ml bd¿ syringe with needle during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: two samples were returned to sbdm. Returned samples leakage test: sbdm conducted water leakage test and recorded the following: user pulls plunger in a straight manner, there was no air aspiration or leak. User pulls plunger in obliquely direction, air aspiration and leakage can be observed. Dimension measurement: for the two returned samples, sbdm measured the internal diameter of barrel and outer diameter of stopper. The results shows the dimension are within specifications. DHR review: sbdm reviewed the manufacturing records for lot 1803173, no abnormality was observed. Customer complaint review: sbdm reviewed internal complaint record for same sku, there were similar issues from other customers. Root cause: from investigations, sbdm considered the likely cause for the leakage was user methodology of plunger pulling direction has effects on the leakage. Rational: sbdm found that when the plunger is being pulled obliquely, the close fitting seal between the plunger and barrel may be reduced, and the vacuum pressure will allow leakage of the contents of the syringes between the surfaces, even as the plunger and barrel diameter is within specification. Sbdm also investigated that the gap between 20ml syringe (the complaint sku) stopper and inner diameter of 20ml barrel is smaller than other syringes. (The gap of 10ml(f1), 30ml(f1.1), 50ml(f1) syringe is more than f1.0 but the gap of 20ml syringe is f0.95), thus sbdm suspects this smaller gap cause the 20ml syringe to be more sensitive to user operating condition. Corrective actions: sbdm had quality training on the customer complaint for stopper inspection workers and quality control worker. Sbdm strength inspection for 20ml stopper and monitor the leakage of the 20ml syringe for every lot no. By strengthening inspection method. Sbdm are checking and reconfirming of injection work condition and implementing of preventive maintenance for gasket mold. Sbdm manufactured test samples of 20ml syringe (36,000ea) and get confirmation that there was no issue from customer. Conclusion: from investigations, sbdm considered the likely cause for the leakage was user methodology of plunger pulling direction has effects on the leakage. Rational: sbdm found that when the plunger is being pulled obliquely, the close fitting seal between the plunger and barrel may be reduced, and the vacuum pressure will allow leakage of the contents of the syringes between the surfaces, even as the plunger and barrel diameter is within specification. Sbdm also investigated that the gap between 20ml syringe (the complaint sku) stopper and inner diameter of 20ml barrel is smaller than other syringes. (The gap of 10ml(f1), 30ml(f1.1), 50ml(f1) syringe is more than f1.0 but the gap of 20ml syringe is f0.95), thus sbdm suspects this smaller gap cause the 20ml syringe to be more sensitive to user operating condition.

Event description:
It was reported there was leakage found between the plunger and barrel on a 20 ml bd¿ syringe with needle during use. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.